Event description:
Reportedly, the reply device was implanted in (B)(6) 2009 and no follow up was performed for the last two years. Since (B)(6) 2012, the pt was not feeling very well, during the f/u on (B)(6) 2012, the device could not be interrogated, but was finally found in standby mode. An explanation is requested.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.